Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the sensor system.

Event description:
Customer received result of 246 mg/dl on the sensor system, and a result of 126 mg/dl on the perfoma system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.